Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer fault". The customer performed all transducer calibrations and the exhalation pressure calibration failed. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed delamination which is known to occur from fluid ingress causing the touch screen to become unresponsive.